Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported signal loss and was unable to obtain readings and receive high or low glucose alarms. Attempted to replicate the customer's complaint using similar configurations iphone 13 mini, ios 17.0.3, 3.5.1.10363 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 with an ios operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced dizziness, sweating, and a loss of consciousness. The ambulance was called and the customer was taken to the hospital. The customer had contact with a healthcare professional who provided baqsimi (glucagon) nasal powder for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 with an ios operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced dizziness, sweating, and a loss of consciousness. The ambulance was called and the customer was taken to the hospital. The customer had contact with a healthcare professional who provided baqsimi (glucagon) nasal powder for treatment. There was no report of death or permanent impairment associated with this event.